Manufacturer narrative:
Device 2 of 2. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user's wife reports "she found the ultram12c extremely hard to open the packaging. She caths her husband. She struggles with rheumatoid arthritis as well. She said she was unable to tear open the packaging and had to use scissors to open packaging and thinks this may have contaminated the catheter and feels like this could have contributed to a uti he was diagnosed with shortly after trialing these. She could really not remember any specific details about this uti as in his past he has had so many he has needed oral treatment for but most likely that was the case. His utis are diagnosed by cath'd specimen she brings to lab with md order."